Manufacturer narrative:
The customer¿s report of a "disconnected" message was confirmed. A review of the pcu event log confirmed that a "channel disconnect" event occurred on (B)(6) 2015 at 8:24 pm with pump module s/n (B)(4) in the channel d position during an infusion of tpn. There were also five occurrences of "channel disconnect" alarms with the syringe module in the channel a position that had occurred earlier the same day at 10:04 am, 12:08 pm, 12:38 pm," 02:04 pm and 02:12 pm. During visual inspection contamination was observed on the left iui connector of the suspect pump module. There were also damaged ribs on the right iui of the syringe module. During functional testing, "channel disconnect" events with pump module s/n (B)(4) were replicated through physical manipulation of the system. The proximate cause of the reported event was determined to be contamination on the pins of the left iui on the pump module. The root cause for the contamination on the pins was not determined.

Event description:
The customer reported that channel d - lvp - rang off disconnected message when patient's mother moved the pole. No patient harm reported.